Event description:
The facility's IV pic team coordinator reported to baxter that a clearlink catheter extension set was broken on the hub. The user placed an IV lock on a patient and when she flushed with saline, blood and saline squirted out and the patient's linens had to be changed. It was reported that the leak was not due to a disconnect between the valve and catheter extension set, but rather between the luer lock and the catheter hub. There is no additional information at this time. The following information was asked, but a response has not yet been received: can you provide the lot number? Which dates did this incident occur? In which department did these incidents occur? Was there patient involvement in all incidents? If so, were there any patient injuries/medical intervention required? Did all incidents result in blood loss? What medication was being administered? Can you describe where exactly was leak coming from? Were there any visible irregularities? Can you estimate the volume of medication that leaked? Can you estimate how much blood the patient lost?

Manufacturer narrative:
(B)(4). The sample was not returned, but photographs were available for evaluation. A visual inspection of the photographs revealed no abnormalities. The reported condition was not confirmed. The root cause was not identified.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, photographs are available for evaluation. A batch review could not be completed as the lot number was not provided by the customer.